Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's lcd assembly and calibrating the co2 module. Unit was safety tested to factory specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected patient monitoring. No patient injury was reported.